Event description:
Pt reported that she received 4 burn marks on her knee.

Manufacturer narrative:
The pt fell asleep with the unit on. Conclusion: the small solder bridge likely caused an intermittent failure that gave channel two a surge of output current and this could have caused the burns on the skin.